Manufacturer narrative:
Other applicable components are: product ID 3389s-40, lot# v012196, product type: lead; product ID 3389s-40, lot# v067514, product type: lead.

Event description:
A consumer reported that their deep brain stimulation (dbs) was implanted to help with the patient's upper limb spasticity and the right side worked, but the left side was not working since implant. The patient thought the lead may have been put in wrong. The patient's spasticity had worsened over the years since implant and they had a harder time walking and they were more spastic like the last couple of years. The patient did not know if the symptoms were from a pre-existing back pain and they through it may be coming from their pre-existing neurological condition. Doctors had not been able to diagnose the patient's pre-existing condition as parkinson's disease or essential tremor. The patient thought the pre-existing condition was from birth when they were not breathing right away. The patient's right arm had bigger movements and their left harm had constant small tremors. The patient stated the "cords" in their arm and legs were real tight. In the past, the patient had numerous CT myelograms, but none of them had been prescribed due to an issue with the patient's therapy. On (B)(6) 2016, the patient had an appointment with an hcp for a trial pain stimulator. The patient's indication for use is parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.